Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a teacher that the customer received emergency medical assistance due to elevated blood glucose, with unknown blood glucose levels at the time of the incident. The customer went swimming with the pump and got a critical pump error. The customer was given insulin to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.